Manufacturer narrative:
An imp,tsv,3.7,13,mtx,mg (tsvtb13), was returned for investigation. Visual inspection of the as returned products identified minor signs of wear and debris due to usage about all the implant threads and drive feature. The product matched print specifications where measured against drawings pd-tsvtb13 rev b, pd-tsvtwb10 rev b, and pd-tsvtwb13 rev b (digital caliper; cal1334 cal due: sep 25, 2020). No pre-existing conditions were noted on the per and used for approximately 6 months. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 1219258. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported events was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. The product raw material was verified under op10. Complaint history review was performed for the reported lot number (1219258) for similar events and no other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported events (allergic reaction, pain and bone loss) or product (tsvtb13). Therefore, based on the available information, device malfunction has not occurred and the reported events were non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that implant (tsvtb13) was removed due to allergic reaction. Patient tested positive to titanium and therefore, all their implants were removed. Pain and bone loss were also reported.